Event description:
Same case as manufacturer's report # 6000089-2006-01415 and 6000089-2006-02085. Reportable based on analysis approved on 16 september 2006. It was reported that during an iliac stenting treatment procedure, wallstent insertion difficulties were encountered. The first wallstent (7x90mm x 100cm) was successfully introduced, but was withdrawn through the cook kcfw catheter again for an unk reason. Same problem occurred with the use of the second wallstent (7x40mm x 100cm). While inserting the third wallstent (7x40mm x 100cm) stent through the introducer, the stent completely rolled up, inducing a thrombosis. The procedure was discontinued and the patient was sent for ilio-femoral bypass surgery. The nurse did not feel that this event was due to a device malfunction, but was more probably due to a procedureal complication. No additional information is available regarding this event as the physician has left the hospital permanently. It was further reported that, the patient returned on the event date with a thrombosis to the ilio-femoral axis. The physician planned a renewed attempt at endoluminal treatment, for which, in case of failure, a left to right crossed ilio-femoral bypass graft would be performed. Under general anesthesia, the physician performed a retrograde puncture to the left common femoral artery. The guide catheter was inserted into the left internal iliac artery and across the aorta, but was unsuccessful in his attempts to cross the right common iliac axis with a hydrophilic guidewire. Before performing an ilio-femoral bypass graft, he decided to attempt passing the guide through the right common femoral artery. Percutaneous puncture of the right common femoral artery was performed and a guide was inserted very easily into the right iliac thrombosis. A long inserter device was placed, which confirmed an excellent recanalization with insertion in the right lumen. Since it concerned a long recanalization, a 7/60 medtronic stent was placed over the first centimeters followed by a 7/40 medtronic stent after having changed guides and inserted a rigid guidewire. He decided to cover the rest of the external iliac artery with a wallstent so the stent would mold well to the external iliac artery, and prevent placation at the distal end of the external iliac artery during flexion of the thigh over the hip. He inserted an 8/60 wallstent, which appeared to be correctly opened under fluoroscopic control. He ensured that the last radiopaque reference point was above the distal end of the inserter device. During ablation of the support device for placing the stent, the stent partially pushed back into the inserter device and the most distal reference point did not indicate the end of the unfurled stent. He attempted to push it back in with a balloon, but was unsuccessful; therefore, he removed the stent and the entire stent system. He decided to insert a second stent, being extremely careful that the procedure conformed to the instructions for implanting a stent. The second radiopaque reference point of the lower limit of the stent was 1.5 cm above the end of the 6f inserter device. When he attempted to remove the support device, he found the same situation with the stent back in the inserter device. He again removed the entire stent system because it was impossible to push it back into the artery. He decided to make one last attempt with a 7/40 stent. Once the stent was perfectly inserted, he decided to perform a complete ablation of the inserter device and to compress the femoral triangle when releasing the stent to make sure there was no technical defect during the release. The entire stent system was released and this time it remained in place after the support device was removed. He decided to re-insert the introducer device on the amplatz guidewire. When he pushed the inserter device on the guidewire, he was surprised to see that the stent appeared to hook itself onto the inserter device, and folded back on itself like an accordion, provoking a localized thrombosis (despite general heparin administration of 0.5 ml/kg at the start of the procedure). He therefore decided to perform a femoral approach to recover the stent and use the right iliac axis for surgical revascularization of the right lower limb. During the longitudinal arteriotomy, the physician noted the external iliac thrombosis where the stent had been inserted. He performed ablation of the stent, which was folded over on itself like an accordion. Angiography showed a dilated and stented iliac axis with a thrombus. A fogarty catheter was mounted on the guide already in place through the central lumen of the fogarty catheter. Thrombectomy of the iliac axis was performed with satisfactory recovery of blood flow. Nevertheless, he noticed some resistance at the origin of the common lilac artery when he inserted the fogarty balloon. A further thrombectomy was performed under fluoroscopic control with the fogarty balloon. This enabled him to notice a tight stenosis with a lumen measuring a maximum of 3 to 4 mm in diameter at the origin of the right common iliac axis despite the stenting and 7 mm dilation. Further dilation was performed with what appeared to be good angiographic results, but when he inserted the fogarty catheter, he noticed a stenotic effect in the diaphragm that was probably a calcified aorta. Above this area, the fogarty balloon returned to its entire shape and there was no residual stenosis. Therefore, in the physician's opinion, the thrombosis of the first endoluminal recanalization most certainly started from this very tight stenosis in the diaphragm at the origin of the right common iliac artery. Under these conditions it was necessary to perform a crossed left to right ilio-femoral bypass graft since it was very likely that a thrombosis may develop in coming mos if he did not revascularize right lower limb from the endoluminal procedure just performed.

Manufacturer narrative:
Returned for analysis was a deployed stent only. The dimensions of the returned stent were out of specification due to its returned condition. Visual examination of the returned stent found that it was accordioned in appearance in its mid section. The stent was also severely damaged at one end. A review of the manufacturing record for this particular batch # 8553858 shows that the device met its material, assembly, and product specifications. This particular batch number 8553858 has two associated complaints namely tw # 141386 / 141389. Product analysis confirmed that the stent was misshapen and accordioned in appearance and was severely damaged at one end. Additional information has been received which states that the case may not be related to a device malfunction but possibly to procedural gesture.